Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the stylus and cursor were not aligned. The connection between the overlay and xy board was reseated and the stylus was calibrated . The hard drive was reconfigured reloaded, and software updated. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus tip did not align with the cursor. The device was deemed unusable. The programmer was returned for analysis. There was no patient involvement reported.